Event description:
It was reported that during a da vinci hysterectomy with bilateral salpingo-oophorectomy procedure, the amber insufflation piece worked its way through the port and fell into the body of the patient. The surgeon noticed it and removed it. He did not notice it fall but saw it laying beneath the port. No patient harm, adverse outcome or injury was reported. On (B)(4) 2014, intuitive surgical, inc. (Isi) contacted the nurse manager at the hospital and obtained additional information regarding the reported event. He indicated the amber insufflation piece that had fallen inside the patient was retrieved during the same procedure laparoscopically. No x-rays were taken. He was unaware of the patient experiencing any intra-operative or post-operative complications because of the reported issue.

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusions: a piece of the insufflation adapter allegedly broke off into the patient and the fragment was retrieved.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the single-site port accessory had several tears and material may be missing. The insufflation tube assembly was intact and had not slipped out of the silicone port. The silicone around the insufflation port was torn and this could lead to the insufflation tubing to wiggle around the port. No other damage was found. Failure analysis concluded the damage was likely due to mishandling / misuse. The single-site instruments and accessories for the da vinci si surgical system user manual states: 1. Prepare the port by connecting the stopcock to the insufflation adapter. 2. Create a midline incision of approximately 2.0-2.5 cm at the desired port location, usually within the umbilicus. 3. Using an atraumatic clamp like a 23.5 cm (9.25) curved mayo-guyon, grasp and clamp the single-site port above its lower rim, so that it is folded. Make sure the curve of the clamp is above the lower rim of the folded port, and that the insufflation adapter barb is between the folds of the port and not caught in the clamp. 4. Lubricate the lower part of the port and clamp by wetting it with a sterile solution (for example, saline or sterile water). 5. Have an assistant provide counter traction using army-navy retractors within the incision. 6. Insert the leading edge of the folded port into the incision with a downward motion. As you begin to insert the port, follow the curve of the clamp as it enters the abdomen. 7. Once the entire lower rim of the port is inside the abdomen, hold the port in place with your free hand as you gently release and remove the clamp and retractors. 8. Point the arrow on the port toward the target anatomy: grasp its upper rim and gently lift and rotate it within the incision. 9. Connect tubing from the insufflation device to the stopcock to establish pneumoperitoneum. Intuitive surgical inc. (Isi) contacted the initial reporter at the hospital and obtained additional information regarding the reported event. She stated the staff had tried to investigate and reproduce the event with the retrieved insufflation tubing and they returned the insufflation tubing reinserted into the port after it had fallen out. Based on the information provided, this complaint is being reported due to the following conclusions: a piece of the insufflation adapter allegedly broke off into the patient and the fragment was retrieved laparoscopically during the same procedure.